Event description:
On (B)(6) 2012, the customer reported that the modular chemistry (mc) sample probe, on the dxc 880i instrument, leaked at the top of the level sense bead. The approximate volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and a found defective obstruction detector. Fse replaced the mc crane clot detector, calibrated the instrument and ran quality controls, which passed. Fse also replaced the mc sample probe due to an occlusion. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).